Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. They reported that this did not occur during patient use.

Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the AED was reporting replace battery pack now. Further analysis indicated that the battery life expectancy was reduced as a result of the customer's failure to promptly address repeated red asi warnings. As a follow up with the customer, the proper maintenance of this device was reviewed. This MDR is being submitted due to the AED becoming non-operational as a result of the battery reaching complete depletion without evidence of user intervention or maintenance following the initial low-battery indication.